Manufacturer narrative:
The tracker was returned to the manufacturer for analysis. Analysis via functional testing and visual/physical examination found that although the tracker appeared worn, it was in otherwise good condition. The tracker accepted known good instruments without issue. With markers attached and fully seated, the tracker returned good geometry and divot error readings. No problem found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an instrument being used with a navigation system. It was reported that the tracker was damaged after a case during sterilization; specifically the clip on the side of the tracker was broken. The site was requesting a quote for replacement. There was no patient present when the damage occurred.